Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture,16-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station keyboard was failed. The technical support specialist (tss) had dialed into the station and rebooted it. After the reboot; the keyboard issue was confirmed as resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a keyboard issue occurred. The customer attempted to troubleshoot the issue by rebooting the station; however, the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.